Event description:
It was reported that the programmer was unable to interrogate the device. The caller was able to manually go into the application, but this was a new programmer. It was further noted that the defect was entered for a misplaced display flex cable guide, which was identified prior to electrical test. The issue was resolved by reseating the upper guide base. The radio frequency head will be replaced. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.